Event description:
A customer contacted beckman coulter, inc. To report obtaining erroneously low creatine kinase-mb (ckmb) results (2) patients and erroneously low troponin (accutni) result for one (1) of the two (2) patients on a unicel dxc 600i synchron access clinical system. The results were reported out of the laboratory. This report represents the erroneously low accutni result within the risk stratification range for one patient sample. The unicel dxc 600i synchron access clinical system, used in conjunction with access accutni reagent (lot 113961) and access accutni calibrators ((B)(4)). Repeat testing of the patient sample on an alternate instrument produced a higher accutni result above the acute myocardial infraction cutoff that was not questioned by the customer it is unknown if there were any effects to the patient or changes in patient treatment in connection with this event. The samples were collected in 13 x 75 mm heparinized plasma gel tubes and centrifuged at 5000 rpm for 5 minutes. Per the data provided by the customer, quality control (qc) was not performing within the customer's established ranges after erroneous results were generated. Results recovered below the customer's established limits. A system check performed on (B)(6) 2011, passed within instrument specifications. On (B)(6) 2011, a bec field service engineer (fse) was dispatched for this event. The fse reviewed the customer system check and qc data, cleaned the aspirate and dispense probes, and verified alignments. The fse performed: passing high sensitivity system check but a 20 replicate qc sample precision run produced poor results outside of the customer's low end of the range. Wet and dry level sense test with passing results. The transducer 197v modification with some difficulty. The fse had to reset and power down the transducer to achieve the proper transducer settings. The fse verified hardware performance by performing accutni qc within the customer's established ranges and with good precision. Ckmb qc did not pass on the first attempt after service was complete. The fse advised the customer to recalibrate the assay and repeat the qc. No further issues were noted.

Manufacturer narrative:
MDR associated with this event: 2122870-2011-04171, 2122870-2011-04254.